Event description:
The pt reported she had lost stimulation sensation and therapeutic effect for two weeks. The pt reported "falling a lot" but she doesn't think she fell on her device. Her stimulator was confirmed to be on; the pt tried to increased stimulation from 1.4v to 2.0v without change. The output had been increased up to 7 v by the pt; she did not feel stimulation at that setting either. Further info is being requested from the healthcare professional.